Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after firing the cartridge, the pusher where fallen out of the cartridge. A part of the device may have fallen into the patient. There was patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after firing the cartridge, the pusher where fallen out of the cartridge. On the instrument table there are transparent small particle which have emerge as printers, also a part of the device may have fallen into cavity and was retrieved via clamp and suction.